Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the firing of the pain was not associated with any activity. They tried to change settings with remote but just kept getting error message and finally stopped the next day when the battery died. A new interstim device was installed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) observed no output or telemetry on the implantable neurostimulator (ins) and determined normal battery depletion. No significant anomaly noted . Normal end of life battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the patient¿s extreme firing pain was not ¿definite¿. Spontaneous adverse stimulation was described but ceased after 12 hours as the symptoms subsided on their own. As actions taken to resolve the issue, the patient attempted to use their programmer to access the ins but no response was obtained. Assessment of the ins was not possible with the battery at end-of-service (eos). As an action taken to resolve the por, the ins was replaced on (B)(6) 2019. The stimulation responses with the lead were normal. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that they were receiving intermittent painful shocks from their device and they were unable to turn off the device with their patient programmer. It was noted the painful shocking happened for a period of about 8 hours. There were no known contributing factors. They went to their healthcare provider's office to meet with the manufacturer representative and by the time they arrived, the shocking sensation had stopped and the battery had completely died. They were scheduled to have the battery replaced on (B)(6) 2019. It was reported the issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient became in extreme ¿firing¿ pain down their butt, that felt like labor pains just in a different location. Because of this, they went to turn down or off their stimulation, but they received a por message on their programmer (pp). It was noted that because of this message, they can¿t turn off their device. There was no recent medical test or emi environmental exposure. It was recommended that they follow up with their healthcare provider. No further patient complications were reported as a result of this event.